Event description:
It was reported that pump experienced malfunction alarm with malfunction code 12 and associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset procedure, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.